Manufacturer narrative:
Device has not been returned for evaluation. 2007.

Event description:
During rf procedure there was a warning 06 error (tc not detected) and the case was cancelled. There was no back-up probe available. The patient has since been back and the surgery has been completed without complications.